Event description:
I have been forced to wear a mask to shop and fainted due to the lack of oxygen. I also had a panic attack and trouble breathing. The mask also caused sores and a rash around my face. We are told these masks are for our health but instead they are making us ill. FDA safety report ID# (B)(4).